Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller sounded a red heart alarm and was exchanged. The patient was asymptomatic. No additional information was provided. A pump stop event was noted during review of the log file of the system controller received for evaluation.

Manufacturer narrative:
Approximate age of device: 2 years and 10 months from the date of issue. The reported red heart alarm was confirmed. Evaluation of the returned system controller revealed damage to the controller motor drive circuitry and a blown fuse. The damage found within the controller was consistent with effects from a damaged pump driveline. A review of the device history record revealed that the device met applicable specifications. Approximately one month later, the patient experienced additional pump stop events on a new system controller and a pump exchange was performed. Please reference MFR #2916596-2014-02218 for information. The manufacturer is closing the file on this event. Placeholder.